Manufacturer narrative:
This report is filed february 17, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed granulation tissue at the incision site. Subsequently, the site was debrided and the patient was treated with topical antibiotics (date not reported). The implanted device remains.